Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No frozen screen was noted. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Event description:
Customer reported that the buttons on the insulin pump often stick. Customer stated that they roll on the insulin pump at night and have noticed that the b and act buttons do not work sometimes. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.